Manufacturer narrative:
External insulation abrasion was noted at 11.0-11.2 from the connector pin, consistent with lead friction to the ICD can. External insulation abrasions were noted at 14.8-15.7cm, 32.7-32.9cm, and 42.1-42.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 10.3-10.4cm and 11.3-11.4cm from the distal tip. The etfe coating was intact at these locations. Insulation abrasion damage was noted at 41.1-41.5cm from the distal tip consistent with clavicle crush damage. The inner coil was exposed at this location. Internal insulation abrasion was noted at 7.8-8.1cm from the distal tip. The sensing conductor etfe coating was abraded at this location. Internal insulation abrasion was noted at 10.2-10.3cm from the distal tip. The sensing conductor etfe was abraded and inner coil was exposed at 10.0cm from the distal tip. It is believed all of the abraded sensing conductor etfe coatings and exposed inner coil regions could have contributed to the observation from the field of low lead impedance and noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that an alert for low out of range pacing lead impedance was observed. Episodes of noise and lead fracture was noted. Noise was reproducible with isometric testing. The extraction was difficult due to the inability to advance the stylet past the point. Subclavian crush was suspected. The lead was replaced.